Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges unspecified injuries; however no detail have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #1).there is no allegation related to the bard/davol ventralight st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #1) on (B)(6) 2010 and an unspecified bard/davol ventralight st on (B)(6) 2015. It is also alleged by patient attorney that on (B)(6) 2014, the patient had unspecified injuries .as reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."